Manufacturer narrative:
Continuation of d10: product ID 37761, lot# serial# (B)(6), explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the device showed that the connector pin was bent and recharger cord was frayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger cord is frayed and the transformer wires are exposed. It is unknown if there are any patient/external/environmental factors contributing to this event. The recharger was upgraded and the issue was resolved. No symptoms were reported.